Event description:
It was reported the ipg had eroded through the patient's skin. Follow up identified the physician debrided the ipg pocket site, and opted the replace the ipg. It was reported the physician placed the new ipg into a new location and placed the patient on oral antibiotics.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of erosion could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to met specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.